Event description:
A malfunction, indicated by code malf 12, was reported by the customer. There was no adverse impact on the customer's blood glucose level, as it did not exceed 500 mg/dl. Technical support provided instructions to reset the pump, which resolved the issue, allowing the customer to continue using the pump. The customer was advised to call back if the malfunction code appeared again.